Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: the black box shows a replace battery alarm occurring after time and date set. Following the replace battery alarm rebooting observed. The voltage in the black box is low. No damage was found to the battery compartment. Battery cap contact height and width was found to be in specifications. The pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual) issue. The patient stated that whenever they tried to set date and time, the pump will show them an hourglass and then bring then back to the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.